Manufacturer narrative:
Instrument is approx 8 yrs old. One jaw is broken off at the base where it attaches to the hinge. There is rust-lke discoloration on the outside of the hinges. The metal on the outside of one of the hinge pins appears to be corroded and part of the metal has deteriorated. There is also rust-like discoloration on the bottom of the inside of remaining jaw. The metal on the top of the remaining jaw is pitted. The instrument labeling has been worn away. The general condition of this instrument is consistent with long usage and poor maintenace. The jaw breakage is consistent with damage caused by these two factors and mechanical overload. This instrument is owned and serviced by a third-party repair company, who examine and clean instruments post procedures.